Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened phacoemulsification (phaco) tip and tip wrench in a small parts tray (smpt) was received for the report. The returned sample was visually inspected and was found to be non-conforming with cannula of the phaco tip was bent above the aspiration bypass (ab) hole. A nick with bent back metal at the bevel with tool marks at nicked area was also observed. No wear was observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The returned sample was found to be visually nonconforming with a bent phaco tip. How and when the phaco tip became bent could not be determined due to that the tip was loose in the bag without the protective wrench. However, because no wear was found on the threads a potential manufacturing related root cause could not be ruled out. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. However, an investigation has been initiated to determine root cause of the bent phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance is removed from the lot and scrapped. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phacoemulsification tip bent before the surgery. The procedural type was unknown. The surgery completion and replacement details were unknown. There was no information about patient impact.

Event description:
Additional information was received and confirmed that there was no contact with the patient.

Manufacturer narrative:
Corrected information was updated in b.5 and h.6. The manufacturer internal reference number is: (B)(4).